Event description:
Medical staff reported a device was found ruptured and a double membrane was observed. The device has been removed. The affected side has not been specified.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and double capsule.